Event description:
Additionally, the customer reported that the event occurred during preparation before use, for an intended laryngoscopy procedure. The patient was not under anesthesia, not delayed for more than 15 minutes. The facility finished the case with another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2, g3, the aware date should be 24-sep-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon "images disappear when the video connectors are shaken," was determined to have been caused by a video cable connector failure. There was no information about the cause of the video cable connector failure. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china. Olympus (B)(4) checked the subject device and found that the reported phenomenon was caused by loose of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the endoscopic image was not displayed when the video plug of the endoscope was shaken gently.the subject device had been returned to olympus (B)(4) for repair because the video connector socket had been malfunctioning and the endoscope had shown poor contact.there was no report of patient injury associated with the event.